Event description:
Data from the patient's device was reviewed and it confirms that the high impedance first presented on (B)(6) 2019. No additional relevant information has been received to date.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
A physician reported that a patient is experiencing high lead impedance on their m1000 generator. Design history records were reviewed for the generator. The device passed all functional specifications prior to distribution. The patient's physician has reported that the patient is still having seizures since after the vns replacement surgery in (B)(6) 2018. X-rays were received by manufacturer and reviewed for the report of high impedance. Based on the images provided, the feedthrough wires appeared intact at the connector pins, and the lead pins were fully inserted. Additionally, the lead wires appeared intact at the connector pins. In the portions of the lead that were visible, no gross lead fractures or other anomalies were observed. Based on the images provided, there is no obvious cause for the high impedance. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No additional relevant information has been received to date.